Event description:
It was reported that during a follow up the atrial lead exhibited decreased sensing, a slight decreased pacing lead impedance and increased capture. A chest x-ray revealed that the lead was dislodged. The lead was decided to be left as it was and to be addressed on a later date. When lv lead was planed to be placed.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.